Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with acute embolism and thrombosis of unspecified deep veins of unspecified lower extremity and bleeding ulcer. Approximately one year and one month post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous and oral contrast revealed that the filter strut detached and embolized in the pulmonary artery. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and one month later, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous and oral contrast demonstrated that the previously noted portion or strut of the inferior vena cava filter was currently not identified. Correlation advised with interval removal. Migration was not excluded. After four weeks, the patient presented with previous inferior vena cava filter retrieval with subsequent embolization of inferior vena cava filter strut to the pulmonary artery. The bilateral pulmonary arteries were patent without evidence for filling defects. A thin linear radiopaque foreign body was present in the right middle lobe pulmonary artery branch, with extension into a segmental branch. The right common femoral vein was entered with a 19-gauge needle under ultrasound guidance. A 5 french pigtail catheter was then placed within the main pulmonary artery and a digital subtraction pulmonary arteriogram was performed. After attempts with various devices including the pulmonary artery alligator-type snare and a gooseneck snare, the foreign body was successfully retrieved utilizing an ensnare device under fluoroscopy. Therefore, the investigation is confirmed for the alleged filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with acute embolism and thrombosis of unspecified deep veins of unspecified lower extremity and bleeding ulcer. Approximately one year and one month post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous and oral contrast revealed that the filter strut detached and embolized in the pulmonary artery. The device was removed percutaneously. The current status of the patient is unknown.